Event description:
It was reported the subject device did not register that it even plugged in and had no picture. The event occurred in preparation for use of a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: fail water leak. Based on the results of the investigation, it is likely the following led to the malfunction: for the original complaint from the costumer, no image was due to a smashed connector with scratches on its pins. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device did not register that it even plugged in and had no picture. The event occurred in preparation for use of a therapeutic procedure. There were no reports of patient harm.